Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio-control replaced the batteries as a precaution and observed proper device operation through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer reported that prior to patient use, their device would not power on. The patient refused treatment and so the customer did not have to use the device on the patient. There was no report of any adverse effect to the patient during this event.